Event description:
It was reported that the user experienced low blood glucose, with a continuous glucose monitor reading of 43 mg/dl and a confirmatory fingerstick of 47 mg/dl while using a dexcom g7, and the user treated with oral fast-acting carbohydrates following the 15/15 rule. Symptoms included hypoglycemia. Outcomes included transient interruption of normal activities due to low glucose requiring immediate treatment. Investigation included complaint handling and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction reported and user-initiated corrective action was effective. It was concluded that the event was consistent with hypoglycemia of unclear cause with resolution after oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.